Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a sensing anomaly when programmed to temporary 30 ppm. The device was explanted due to battery longevity.